Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an out of box elective replacement indicator (eri). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, the implantable pulse generator (ipg) had triggered elective replacement indicator (eri). The device was not used. There was no patient involvement.